Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data showed no evidence of short battery life. One cs 177 warning was observed due to a discharged replacement battery being inserted. During a visual inspection of the pump, the battery compartment was intact. The returned battery cap was found to have stripped threads and the cap was unable to fit securely to the pump. During testing, the ez-prime steps were performed correctly; the pump current draws were found to be within specifications. The pump case was removed and no damage to the power circuit was found. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.